Event description:
The customer reported that the unit was not switching on. No pt involvement was reported.

Manufacturer narrative:
(B)(4): the device was evaluated by a philips field service engineer (fse) and the symptom was verified. The power pca was replaced to resolve the issue. The device passed all performance assurance tests and remains at the customer site. Philips concluded that this was a malfunction of the power pca.